Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that during patient examination the noise could be heard in the open room and the healthcare provider (hcp) used a stethoscope to listen to the pump. The hcp could hear the inner workings of the pump, and that it did make a ¿clicking¿ noise, but believed that it was pump operating as normal. They then interrogated the pump and performed a pump volume verification, which was exactly the same as the pump reading. It was determined that the noise was the pump motor/sound of the pump operating. Technical services provided information on how many clicks should be heard over the course of time, which was consistent with the settings of the pump. As the pump was already several years old, the hcp elected to replace. No faults were located during the replacement procedure.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that the pump started making a funny noise like a clicking sound on tuesday, but the patient was fine until today/overnight when the patient started having withdrawal symptoms. The patient rep stated the healthcare provider (hcp) reached out to medtronic who supposedly stated "it was fine". The patient rep stated the pump was interrogated yesterday and they believed no events were identified. The patient rep confirmed no falls or trauma that could have affected the pump. The patient rep stated the patient took oral baclofen medications and the symptoms improved. The patient rep stated they reached out to the hcp already and the hcp was having the patient wait until monday to be seen. Additional information was received from the company representative (rep) reporting that they were in replacement case today that was impromptu where physician opted to replace pump since patient claimed she was hearing a ticking noise coming from pump. According to the company rep, the physician brought patient in and heard a ticking noise about every 4 seconds by using a stethoscope. The patient rep did not recall the concentration of the drug for sure but thought it was 1000mcg/ml which would mean flow rate was just shy of 0.4ml/day. The company rep also mentioned that patient claimed she felt a loss of therapy on tuesday of last week and was experiencing a headache, stomach ache, muscle spasms and hot flashes and thought she was withdrawing. The company rep stated physician said this was not consistent with withdrawal so ordered more blood work. The company rep stated a dye study was done on thursday and catheter was patent, had good flow, no volume discrepancy. Either way, pump was being explanted and replaced today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the pump found ¿no anomaly¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.